Event description:
The affiliate reported the customer alleged non-reproducible troponin I (accutni) patient results involving access 2 immunoassay system. The customer believed the non-reproducible troponin I results were related to centrifugation conditions in the laboratory. The customer asked beckman coulter for recommendations on centrifugation. Customer technical support (cts) advised the customer general sample handling recommendations should follow the manufacturer's specific recommendations for centrifugation. The non-reproducible results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The cause of the event is unknown.